Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 17704266m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: navistar rmt thermocool, us catalog #: nr7tcsiy, lot #: 17687453m. Carto system, u.s. Catalog #: unknown, serial #: unknown. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a navistar® rmt thermocool® electrophysiology catheter. Current leakage was displayed on the carto system in the middle of the procedure. It was also reported that they observed a lot of noise on the ECG and ablation catheter signals. They tried to change the cable between the navistar® rmt thermocool® electrophysiology catheter and the patient interface unit (piu). The piu was restarted but the issue did not resolve. They also tried to change the catheter but the error message did not disappear. They stopped the procedure as it could not be resumed due to the error message. Additional information was received on the event which indicated that after the error message, there appeared to be signal noise and signal loss on the body surface and the ablation catheter. The right ventricle catheter had clear signals on both the carto system and the ep recording system. The defibrillator signal was also available. No anesthesia was needed. A transseptal puncture was performed and also some ablations. There was no extended hospitalization. It was stated that the procedure was not completely successful because of the cancellation. Therefore, they will assess if this procedure improved the patient¿s status during the patient¿s follow-up visit. The current leakage issue was assessed as not reportable. This issue is highly detectable and requires adjusting system components to continue with the procedure. Devices may require reset or replacing but cannot be used on the patient. Patient safety was unaffected by this issue. The signal noise and signal loss issue were assessed as not reportable. The response received confirmed that there were signals available to monitor the patient¿s heart rhythm during these issues. Therefore, this mitigates the risk that the patient¿s ECG rhythm would be unobservable at any point during the procedure. The risk to the patient was low. The cancellation of the procedure was also assessed as not reportable. If there is a procedure cancellation; however, there is no increased risk to the patient¿s health status, then the risk to the patient is minimal as a result of the procedure cancellation. In this case, the response received does not confirm that the physician considered that cancelling the procedure represented a risk to the patient. The biosense webster failure analysis lab received the device for evaluation. During the evaluation on april 17, 2018, it was discovered that the catheter tip was damaged leaving internal parts exposed. During additional assessment on april 23, 2018, the scanning electron microscope (sem) analysis showed evidence of mechanical damage, cracks and a hole on the surface of the rmt tip¿. The sem analysis confirms the already reportable cracks with internal components exposed. The hole on the surface of the tip is part of the damages already observed and is not considered as a new finding. The damages discovered on the catheter tip of cracks, hole and internal components exposed are assessed as reportable issues. The awareness date for these findings is april 17, 2018.

Manufacturer narrative:
Additional information was received on may 25, 2018. It was confirmed that the catheter was stored in a normal condition and not exposed to extreme weather, wet weather or sun light. The catheter was stored in the lab in a temperature around +20 degrees. A st. Jude medical sl1 8.5f sheath was used. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a procedure with a navistar® rmt thermocool® electrophysiology catheter. Current leakage was displayed on the carto system in the middle of the procedure. It was also reported that they observed a lot of noise on the ECG and ablation catheter signals. They tried to change the cable between the navistar® rmt thermocool® electrophysiology catheter and the patient interface unit (piu). The piu was restarted but the issue did not resolve. They also tried to change the catheter but the error message did not disappear. They stopped the procedure as it could not be resumed due to the error message. Additional information was received on the event which indicated that after the error message, there appeared to be signal noise and signal loss on the body surface and the ablation catheter. The right ventricle catheter had clear signals on both the carto system and the ep recording system. The defibrillator signal was also available. No anesthesia was needed. A transseptal puncture was performed and also some ablations. There was no extended hospitalization. It was stated that the procedure was not completely successful because of the cancellation. Therefore, they will assess if this procedure improved the patient¿s status during the patient¿s follow-up visit. The returned device was visually inspected and it was found in normal conditions, then, during the second visual inspection, the tip was found with internal parts exposed. Then, electrical test was performed and the catheter failed, no electrical readings and current leakage were observed on all electrodes. In addition, the eeprom information was read and it was found corrupted. Then, the connector was opened and corrosion was observed on the pc board, for this finding the catheter was connected to the cool flow pump and no water leakage was observed. Due to the damage observed on the catheter tip a fourier transform infrared spectroscopy test (ftir) was performed and the results showed that the material was suffer a degradation on the surface, this usually results in the formation of cracks, loss of strength, impact resistance of plastics exposed to oxidation. However, the exact degradation mechanism remains unknown. Additional information was received from the customer and the catheter was stored in a normal condition and not exposed to extreme weather or sun light. The catheter was stored in the lab in a temperature around +20 degrees. Additionally, a scanning electron microscope (sem) testing was performed on the damage area and the results showed evidence of mechanical damage, cracks and a hole on the surface of the rmt tip. It is possible that the damage was generated with an unknown object and/or excessive manipulation. No other anomalies were observed. Also, two samples (complaint sample and good condition sample) were used to compare the composition of the material. The samples were scanned for identification via energy dispersive spectroscopy. The spectrum of the good sample yielded the following elements: c, o, na, si, s, cl, ti and ba. Bad sample yielded these elements: c, o, na, si, s, cl, k, ca, ti and ba. Both samples presented similar elements, however the bad sample showed two extra elements; potassium (k) and calcium (ca), these two elements could be related to the damage on tip, but this could not be determined. Due to the catheter tip condition, a meeting with the manufacturing team was performed and the result showed that is issue is not related to the manufacture process since in an attempt to duplicate the damage, one manufacture process step was executed multiple times and the condition was unable to be duplicated. This condition is not listed on visual standards and raw material were reviewed and no non-conformant records were found. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint regarding an electrical malfunction was confirmed. Based on available analysis finding results, the damage on the catheter tip, the eeprom corrupted and corrosion observed does not appear to be caused by any internal biosense webster, inc. Processes since there is evidence that the device was manufactured in accordance with documented specification and procedures, the root cause remains unknown. Manufacturer's reference number: (B)(4).